Event description:
Pt tested blood glucose on suspect device at 10 pm and blood glucose was 318 mg/dl. Pt took insulin (sliding scale) and went to bed. Pt had low blood sugar event during night. Pt tried to test on suspect device and obtained an error message. Pt was unconscious. Pt then awoke and called paramedics. Paramedics tested blood glucose and was 27 mg/dl. Pt was given 2 glucagen injections and oral glucose tablets.